Event description:
Information received indicates the brakes will not hold on the stretcher.

Manufacturer narrative:
The hill-rom technician found the brakes would not hold on the stretcher. The technician adjusted the caster to repair the bed.